Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional the device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, it is likely that the following led to the malfunction: the camera cable malfunctioned, resulting in the inability to communicate normally, which is presumed to have caused the image abnormality (blurring and dimming). A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head showed a blurry image. There were no reports of patient harm.